Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be amended when the investigation is compete. This is the same event as 1043534-2007-00211, 00212. This event occurred in canada.

Event description:
Allegedly revised.